Manufacturer narrative:
Additional information: d10, g4, h2,h3, h6 & h10. An event of replacement of the trifecta valve after 3-4 years due to valve failure was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, the patient had a trifecta tf-xxa, (size is unknown due to patient confidentiality) who required a valve in valve due to trifecta valve failure. The trifecta valve was only known to be about 3-4 years old. Patients current health status is reported as unknown.